Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery in an ophthalmic console the laser was not firing and error message was displayed. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a system and tested. The reported event was replicated. The cause was due to activating the pedal with the ¿feathering¿ technique, causing the laser to go to standby mode. The root cause of the reported event is attributed to the "feathering" technique causing the footswitch to go to standby. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).